Event description:
Healthcare professional reported that prior to implant he tested the valve leaflets by drawing it through saline solution to see if the leaflets closed. He noted that the right coronary leaflet didn't close and remained open parallel to the aortic wall. He elected to implant another freestyle valve and returned this valve for analysis.